Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens and a bad dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the explorer. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump failed accuracy test. No patient injury was reported.